Event description:
It was reported that a user requested assistance with a supply change for an ilet system using a steel infusion set. Despite being instructed multiple times to disconnect the ilet from their body, the user remain connected, advanced insulin multiple time, depleted two cartridges during priming, and did not observe drops from the infusion needle, after which the user transitioned to subcutaneous insulin pens. Symptoms included hyperglycemia with blood glucose readings peaking at 306 mg/dl. Outcomes included temporary cessation of pump therapy and use of injections, with the user monitored by a family member and advised to seek emergency services but declining. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user error related to remaining connected during priming and failure to properly prime and verify flow before insertion. It was concluded that the event was attributable to use error rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.